Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, and a lifted downstream occlusion (dso) seal. Functional testing was able to confirm the reported problem. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a broken battery latch. The event occurred during testing. There was no patient involvement. The device analysis found the downstream occlusion seal to be lifted.